Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in threshold measurements. The lv impedance measurements remain within normal limits. Technical services (ts) discussed that the lv lead could be dislodged or it could be an insulation breach. A revision procedure was performed and this lead was an attempted implant. The physician had a difficult time placing the lead due to the patient's anatomy. The field representative indicated that the physician was able to implant the lead in basal position; however, the lead became dislodged while closing the pocket. Due to the length of the procedure, the physician surgically abandoned the lead and may consider another lead revision at another time.